Event description:
It was reported that tip detachment occurred. A percutaneous coronary intervention (pci) procedure was performed. The target lesion was located in the moderately calcified and moderately/severely tortuous mid left anterior descending (lad coronary artery. During withdrawal of the opticross 6 hd, the distal tip portion was fractured and was off the wire. The detached tip portion was completely removed from the patients body by pulling it out. There were no patient complications reported.